Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed displacement test and self test. No unexpected number scrolling during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump buttons did not respond and did not scroll. The time on the insulin pump advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.